Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was unable to perform fluoroscopy. Review of the logfile shows system unable to perform fluoroscopy malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found tube rotor/anode and cooling unit problem. The rse requested onsite support and advised checking the tube cooling unit fluid level and ensure the coolant flow is stable at startup, advised inspecting and clean or replace the cooling unit oil filter if required, and verify no cooling hose is overly bent or restricted. The philips field service engineer (fse) inspected the system onsite and found oil leaks in a colling unit hose. To resolve the issue, the fse cut and removed the damaged section of the hose, replaced the clamp, reconnected and secured the hose, refilled the oil and performed de-airing process. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.